Manufacturer narrative:
The device has been received by the manufacturer, the investigation is in progress. Add'l PMA/510(k) # h020002/s5.

Event description:
It was reported that during the procedure, the delivery catheter (the device in question) split into two pieces approximately 1 to 10 inches from the hub of the micro catheter whilst the physician was attempting to deploy the stent. The physician removed the device and completed the procedure using a second device. No patient complications reported.